Manufacturer narrative:
Intuitive has received the green sureform 60 reload associated with this complaint and completed investigations. The sureform 60 reload was visually inspected and confirmed that a staple and what appears to be tissue (or some whitish colored soft material) was lodged at the distal end of the knife track. The distal end of the knife track walls exhibited indentations suggesting the staple was dragged along the track during firing. The staple appeared to be wrapped around the knife. Part of the staple was in front of the knife, and part of it was wedged between the side of the knife and one of the knife track walls. Additional observations not reported by the site are damage to the knife and cartridge damage at the proximal end. The cutting edge of the knife exhibited various indentations. The known common cause of knife-edge damage is mishandling/misuse, such as firing across an obstruction (for example, staples). Additionally, the proximal end of the cartridge has skiving along the entire shark fin length on one side. There is a broken staple fragment stuck to the shark fin. The cartridge damage may be from the broken staple fragment. Based on the location of the fragment (on the proximal fin, proximal to staples), the broken staple fragment may be from a prior staple line. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. There were four green sureform 60 reloads fired (including this one.) Based on the findings of the broken staple fragment in the proximal end and the load, staple at the distal end of the knife track, evidence suggested that the reload was not the first green reload fired and that this reload may have been fired across a prior staple line. The second green reload firing had the highest peak firing force and also had a pause for compression, which could potentially be explained by the lodged staple causing increased resistance. No related system errors were found to have occurred during the surgical procedure. Isi has also received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The sureform 60 stapler instrument passed initialization tests, and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired a green sureform 60 reload successfully. The instrument was found to have a loose staple lodged in the instruments channel ramp. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon had to oversew a hole on stomach tissue that was identified after a sureform 60 stapler instrument was fired. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the surgeon fired the sureform 60 stapler instrument with a green stapler 60 reload. It was alleged that the tissue was pushed out and the staples were not formed. As a result, the surgeon had to oversew the tissue. On 01/30/2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon had used the sureform 60 stapler instrument with a green sureform 60 reload for the first fire with no issues. Then the surgeon fired on the stomach with another green sureform 60 reload installed on the sureform 60 stapler instrument. The sureform 60 stapler instrument clamped with no issues. However, during the firing sequence the stomach tissue was pushed out. When the surgeon unclamped the sureform 60 stapler instrument, it was noted that the staples were ¿unformed¿; however, the tissue was cut. There was a hole identified on the stomach tissue. As a result, the surgeon repaired the stomach tissue by oversewing the hole. The csr confirmed the following information: there was no error generated by the system, there was no tissue bunching, no tissue tension, and no buttress material was used. The csr also confirmed that there is no video recording of the procedure. It was also confirmed that the same sureform 60 stapler instrument was used successfully for the rest of the procedure with no reported issue.